Event description:
Tubing pulled out of the hub.

Manufacturer narrative:
Unit 1 - customer report was confirmed. Rec'd (1) complete triple dpt kit. Kit appeared not used. Tubing was completely broken off from bond joint with the female connector (attached to zero-stopcock of cvp pressure line). Broken tubing was bent near the bond joint. No other damage was observed from returned kit. Unit 2 - customer report was confirmed. Rec'd (1) complete triple dpt kit. Kit appeared not used. Tubing was completely broken off from bond joint with the female connector (attached to zero-stopcock of cvp pressure line). Broken tubing was bent near the bond joint. No other damage was observed from returned kit.